Event description:
It was reported that the external pulse generator had low output. It was also requested that it receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).